Event description:
It was reported the patient read an article in a magazine stating that a device had a battery that was leaking. They read the article years ago and could not remember the name of the magazine.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).